Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed intermittent undersensing of ventricular tachycardia events due to nsln. Device reprogramming was recommended and patient will be monitored.